Event description:
Additional information was received from the vad coordinator. The patient underwent appendectomy on (B)(6) 2014 and was discharged on (B)(6) 2014. Approximately two weeks after discharge the patient developed acute chest pain and inferior and lateral st elevations were noted. The patient was found to have cardiogenic shock requiring a balloon pump and ECMO. The patient had 90% occlusion of the left main artery and underwent embolization. On (B)(6) 2014 an lvad was placed along with a paracorporeal rvad. The patient¿s mental status did not return to baseline post-operatively and a CT of the head revealed a diffuse bilateral infarct. A small area of hemorrhage was found in the left occipital area. Given the risk of heparinization the decision was made to withdraw support and the patient subsequently expired.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined; however, the heartmate ii instructions for use lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information is available at this time. The pump only was removed but will not be returned. No autopsy was performed. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient received a right ventricular assist device (rvad) with extracorporeal membrane oxygenation (ECMO) prior to lvad implant. It was reported that there was a small area of punctate hemorrhage vs. Subarachnoid hemorrhage in the left occipital area, which made heparinization high risk. A clot in either the lvad or rvad ECMO was suspected. Neurology consult was obtained and it was felt that the prognosis was poor. The patient's status continued to deteriorate and a family meeting was held and the decision was made to stop advanced treatments. ECMO and lvad treatment were stopped and the patient expired. No autopsy was performed. Reportedly, the event was no device related to the lvad functioned as intended.